Manufacturer narrative:
(B)(4) - damage, internal/external. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A search of the complaint database did not identify any additional complaints reported for the same lot. A review of the device history record was performed; no anomalies were noted. The (B)(6) 2008 15-month autotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).

Event description:
Note: this report pertains to the second of two reported malfunctions occurring during the same procedure. Refer to MFR report #3005099803-2008-02087 for details regarding the first device. An autotome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2008. According to the complainant, "while trying to cannulate the common bile duct, the distal end of the sphincterotome became twisted upon itself and could not be used." The procedure was completed with a different device. No patient complications were reported as a result of this event.